Manufacturer narrative:
Zimmer biomet complaint : (B)(4). Concomitant medical products: zimmer biomet unknown right temporomandibular fossa component catalog #: ni lot #:ni, zimmer biomet unknown left temporomandibular fossa component, and zimmer biomet unknown right temporomandibular mandibular component catalog #: ni lot #:ni. Foreign source: united kingdom/scotland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00256, 0001032347-2022-00257, 0001032347-2022-00258.

Event description:
It was reported that the patient underwent a bilateral temporomandibular joint replacement on an unknown date. Subsequently, the patient will undergo a revision procedure due to an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that both patient coronoids are severed and free-floating. The right side fossa implant is also misaligned from frankfort horizontal resulting in possible dislocation of the mandibular component.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
D6a. Implant date - (B)(6) 2016. This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.